Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via a manufacturer representative regarding a patient who was implanted with a spinal product type for corrective spondylodesis. It was reported that during control examination , loosened screw and broken rod was discovered. Dual road multi-axial screws in l2 and l4 and set screw relaxed in l2 left lateral. Revision surgery to replace the broken rod is done on (B)(6) 2021 and screw is explanted. Initial procedure which is spondylolisthesis b5 to ilium with correction and pso l3 was done on (B)(6) 2020. There were no patient symptoms or complications as a result of this event.